Event description:
The homecare provider requested that the 50r90 be checked out all over and returned the unit for co's eval. During co's functional test, the 50r90 leaked liquid oxygen after fill from the quick connect. No injury was sustained.